Event description:
It was reported that a patient has high impedance. The patient had x-rays taken and is referred for surgery. Ap chest and neck and lateral chest x-rays were and reviewed. The generator was placed normally in the upper left chest. The feedthrough wires of the generator were intact and the lead pin appeared fully inserted. The lead was visible in the neck going into the chest. Strain relief of the lead did not appear to be per labeling as a strain relief loop was missing. A strain relief bend was present and two tie-downs securing the bend were visible. Portions of the lead were routed behind the generator. From the images available there were no apparent fractures or sharp bends in the lead. Based on the x-ray image provided, the cause of the high impedance cannot be confirmed; however, any fractures or microfractures on the portions of the lead that were not visible or in poor quality cannot be ruled out. No known surgical intervention has occurred to date.

Event description:
It was later reported patient had full revision surgery. Date of surgery was not indicated due to privacy laws. The explanted device was reported to have been discarded. No other relevant information has been received to date.

Event description:
Explant date of the device was discovered. No other relevant information has been received to date.

Manufacturer narrative:
D 6b. If explanted, give date (mo/day/yr); corrected data; estimated explant date placeholder should not have been submitted. 'Ni' should have been utilized until true explant date is known.

Event description:
The true explant date was received. No other relevant information has been received to date.